Manufacturer narrative:
(B)(4). Pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked j2/lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart, a cold reset was performed error test, rewind, basic occlusion, occlusion, prime/both the ram and the flash copies of current user settings are corrupt alarm and excessive no delivery test or verify low reservoir alarm and no excessive no delivery alarm due to buttons not responding.

Event description:
The customer reported via phone call that she feels the insulin pump was under delivering. The customer¿s blood glucose levels were 230 mg/dl and 239 mg/dl. Customer was treated with bolus. Customer stated that the insulin pump not delivering insulin properly once reservoir falls below 40 units and unexplained no delivery alarms necessitating rewind and re-prime. The insulin pump will be returned for analysis.